Manufacturer narrative:
Should additional information become available, this event will be updated and resubmitted.

Manufacturer narrative:
Once analysis is complete this event will be updated and resubmitted.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, initial testing revealed normal interrogation and telemetry operations. The device was subjected to a longevity calculation based on system guide labeling for this model device and was found to not meet longevity. Design engineers have noted deficiencies in this calculation and determined that it does not accurately represent the device's battery performance. As a result, the device longevity was tested a second time, using a revised longevity calculator that has corrected the deficiencies of the original calculator. This device passed the second longevity calculation. Analysis concluded this device did not experience a component anomaly or premature battery depletion.

Event description:
Boston scientific received information that this implantable pacemaker declared the battery status elective replacement indictors (eri) and was explanted. There is an associated allegation of premature battery depletion. This device is intended to be returned to boston scientific for laboratory analysis. No adverse patient effects reported.

Event description:
Subsequently this device was returned to boston scientific for analysis.

Event description:
--